Event description:
It was reported that this right ventricular (rv) lead exhibited out of range pacing impedance measurements resulting in a configuration change to unipolar. The configuration was reprogrammed back to bipolar and pacing impedance measurements were noted to be within normal limits, however, out of range measurements were able to be reproduced with arm movement. The lead was surgically abandoned and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).